Event description:
It was reported while using the bd bbl¿ sensi-disc¿ erythromycin 15g a patient isolate tested sensitive, showing a clear no-growth zone around the disc for the drug erythromycin, but when compared to the instrumentation result it was resistant. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
Investigation summary - a complaint investigation, due to no-growth zone observed around the disc for erythromycin catalog 231290 batch no.: 2243880, was performed on retention samples. Returned goods were not received from customer. The investigation required to perform bauer kirby test, visual inspection, batch record review and photo evaluation. Retention samples performed as expected. Refer to results below. No discrepancies observed during the visual inspection. Batch record review did not show any evidence of customer claim. Photos received from customer was evaluated. No hemolysis was observed around the clindamycin disc. Some hemolysis was observed around erythromycin disc.; however, the microorganism lawn can't be distinguished from the photo evaluation to identify any inhibition zone around any of the discs. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Complaint is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Atcc zd limits results 49619 25-30 27-28 25923 22-30 25-26.

Event description:
It was reported while using the bd bbl¿ sensi-disc¿ erythromycin 15 g a patient isolate tested sensitive, showing a clear no-growth zone around the disc for the drug erythromycin, but when compared to the instrumentation result it was resistant. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.